Event description:
This is a spontaneous report by a physician from the (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the reporting physician suspected peritonitis. Further details, treatment, and outcome were not reported. It was not reported if action was taken with nutrineal therapy. The physician stated the suspected peritonitis was related to nutrineal therapy. This was one of six reports received from the same physician. Follow-up information was received on 01oct2010. The adverse event of suspected peritonitis was amended to peritonitis. On (B)(6) 2010, the patient experienced cloudy effluent and peritonitis was diagnosed. The same day the patient began treatment with kefzol (250 mg four times daily) and vancomycin (50 mg four times daily). On (B)(6) 2010, nutrineal therapy was discontinued. Pd therapy was ongoing. The patient did not add drugs to the solutions or mix the solutions. There were no catheter infections or peritonitis episodes within the prior four weeks and the patient does not routinely reuse supplies. Outcome for the peritonitis was not reported. The physician stated the peritonitis was related to the pd solutions and considered the peritonitis as atypical as all processes were evaluated and they could not find an explanation for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).